Event description:
The manufacturer received information alleging a ventilator inoperable alarm occurred . There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device log confirmed the allegation. The main pca was replaced to repair the device. The device passed all tests.